Event description:
An endeavor resolute rx coronary stent system, length 30 mm, diameter 2.5 mm, was intended to treat a lesion in a patient's proximal lad. It was reported that the device could not cross the lesion and on removal, the device had changed appearance. The target lesion exhibited 85% stenosis with severe calcification. The lesion was predilated to 18 atm for 2 inflations. Two attempts were made to pass the device through the lesion. Another resolute of the same size was then used to treat the lesion. The patient was reported to be ok. Post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The stent was positioned on the balloon as per specifications. The first three proximal stent segments were deformed and some slight crown lifting was noted on the remainder of the stent. The distal tip was flared.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to deliver stent, stent deformation; 85% stenosis, severe calcification. Evaluation, conclusions: 85% stenosis, severe calcification.